Event description:
The healthcare professional, via the manufacturer representative, reported that during the explant procedure, the lead broke off and part of the lead was abandoned. It was noted that x-rays were taken to try and ascertain if the lead was moving out whilst the surgeon was trying to remove the lead. It was unknown what may have led or contributed to the issue. The patient was not currently reporting an issue and it was stated the issue was resolved.

Manufacturer narrative:
This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication (december 2010). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.